Event description:
This (B)(6)-yr-old male patient in the spiral-z post-market registry ((B)(4)) was noted to have an endoleak of unknown type at the twelve month clinical assessment (396 days post procedure). The patient was being treated for a 50 mm aortic aneurysm. The proximal neck had an irregular shape with complete plaque/thrombus. The left iliac artery had moderate tortuosity, mild occlusive disease, and mild calcification. The right iliac artery had mild tortuosity, mild occlusive disease, and mild calcification. The patient received a main body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the devices. A molding balloon was used but no details were provided regarding its use. Following deployment of the devices, an uncovered renal stent was placed in the right renal artery. No additional devices were used during the procedure. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. On (B)(6) 2013 (32 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Device were patent with no external compression, flow-limiting kinks, thrombus, endoleak, or migration.

Manufacturer narrative:
A review of complaint history, instructions for use, specifications and trends was conducted. The product was not returned and the customer did not provide any images of the devices, case data or lot numbers of the devices implanted. Without lot numbers, manufacturing records could not be reviewed as a part of the investigation. The device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design validation included a clinical trial which assessed the occurrence of endoleaks. The instructions for use (IFU) provides information on endoleaks, instructions for use, contraindications, warnings and precautions regarding use of this device. Without additional information, the root cause is inconclusive. The appropriate internal personnel have been notified we will continue to monitor for similar complaints.

Event description:
A (B)(6) male in the (B)(4) study was noted to have an endoleak of unknown type at the 12 month clinical assessment (396 days post-op). The pt was being treated for a 50mm aaa. The prox neck had irregular shape w/ complete plaque/thrombus lia had moderate tortuosity, mild occlusive disease, and mild calcification ria had mild tortuosity, mild occlusive disease, and mild calcification. The pt received a main body, left and right iliac legs. No difficulty deploying any of the devices a molding balloon was used but no details were provided regarding its use. Following deployment of devices, an uncovered renal stent was placed in the right renal artery. No additional devices were used during the procedure. At conclusion of the procedure, devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. On (B)(6) 2013 (32 days post-procedure), pt was seen in follow-up. There had been no change in the size of the aneurysm devices patent w/ no external compression, flow-limiting kinks, thrombus, endoleak, or migration. On (B)(6) 2014 (396 days post procedure), pt was seen for a 12 month follow-up clinical assessment aaa had contracted (>5 mm). Devices patent with no external compression, flow limiting kinks, thrombus, or migration an endoleak of unknown type was noted.

Manufacturer narrative:
(B)(4). The event is currently under investigation.